Event description:
The pt was revised due to the insert was worn, the tray was loose and osteolysis was present. Upon receipt of explanted product it was noted that the condyle of the femoral components is fractured.